Manufacturer narrative:
On 11/22/2019, mentor became aware through device tracking that date of implantation for this patient was on (B)(6) 2017, and date of explantation was on (B)(6) 2019. Since the implantation was on (B)(6) 2017, mentor estimated the date of event to be on (B)(6) 2017. Mentor did not received the whole date for the event just the year. If we receive the exact date, mentor will report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memoryshape, 620cc silicone breast implants which the left side has issue with infection after implantation. As a result patient had the implant removed and replaced with another implant with catalog number 3341402, serial number (B)(4) on (B)(6) 2017.